Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The biomedical technician for a user facility reported to fresenius technical services that the dry acid mixer was skipping to homogenize mode without filing. The biomed manually filled the mixer with reverse osmosis (ro) water through the top port to prevent delays in treatment. The biomed also stated that another biomed was troubleshooting the issue and attempted to wipe the final fill sensor and received an electrical shock. The biomed did not require medical intervention as a result of this issue. The issue has not reoccurred. No visual indications of thermal decomposition were noted within the system .the biomed stated that the mixer was later tested with water and fill was not skipped. The biomed believes turning the mixer off and on may have reset it and resolved the reported issue. The biomed believes the mixer to be working as intended. No part replacements were required in order to return the mixer to full service. No parts will be returned to the manufacturer for physical evaluation.

Event description:
The biomedical technician for a user facility reported to fresenius technical services that the dry acid mixer was skipping to homogenize mode without filing. The biomed manually filled the mixer with reverse osmosis (ro) water through the top port to prevent delays in treatment. The biomed also stated that another biomed was troubleshooting the issue and attempted to wipe the final fill sensor and received an electrical shock. The biomed did not require medical intervention as a result of this issue. The issue has not reoccurred. No visual indications of thermal decomposition were noted within the system .the biomed stated that the mixer was later tested with water and fill was not skipped. The biomed believes turning the mixer off and on may have reset it and resolved the reported issue. The biomed believes the mixer to be working as intended. No part replacements were required in order to return the mixer to full service. No parts will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.